Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. The customer received high sensor scan results and experienced dizziness and vomiting. The customer required unspecified third-party treatment by a non-healthcare professional prior to contact with a healthcare professional who provided of unspecified drip and "tube". No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Watermark was observed at the base of the sensor tail indicating the sensor was properly inserted. Data was extracted using approved software and extraction was successful. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. The customer received high sensor scan results and experienced dizziness and vomiting. The customer required unspecified third-party treatment by a non-healthcare professional prior to contact with a healthcare professional who provided of unspecified drip and "tube". No further details were provided. There was no report of death or permanent impairment associated with this event.